Event description:
The manufacturer received information alleging a ventilator inoperative alarm, red screen occurred on a trilogy evo, EU device. There was no harm or injury reported. The device was not in patient use. The trilogy evo, EU device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm, red screen occurred on a trilogy evo, EU device. There was no harm or injury reported. The device was not in patient use. During evaluation of the device at the third-party service center, a ventilator inoperative error was not confirmed. However, the service technician reported the presence of an evt_soft_power_fail in the device's event log. This error indicates that the battery had depleted and that a check would be required to ensure there was no failure with the system pca or the internal battery. This condition can cause the ventilator to turn off and trigger a power fail alarm, both audio and visual. There was no documentation indicating what component, if any, would be required to address this error. The device is out of warranty, and the customer requested that the device be returned without repair. The reported failure of ventilator inoperative, red screen is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.